Event description:
I had 450cc mentor saline breast implants placed in 2013 and did not have problems right away. I did start noticing extreme neck, back and shoulder pain in 2016. I also started having more migraines along with vertigo in 2017. (B)(6) of 2017 noticed brown skin spots on my inner thighs and went to the dr for it, I was told that it was fungus. In (B)(6) of 2019 I developed a large white spot on my stomach that was also some type of fungus. In (B)(6) of 2019 I developed a huge ulcer in my mouth and went to the dentist for it. In (B)(6) of 2019 I developed more while skin spots on my back. The summer of 2019 I became very ill. I developed a white tongue and strong metal taste in my mouth and went into the dr. I had developed thrush in my mouth that took several rounds of nystatin to get rid of. I still struggle with a metal taste, severe dry mouth and now very dry red eyes. In (B)(6) of 2019 I became so fatigue, weak and overall sick feeling I couldn't get off my couch or walk up my stairs without feeling like I was going to pass out, this lasted for several months. My neck ache has got worse and I feel such pain in my joints, sometimes my right hand swells up. I also developed dermatitis on my face that will not go away. I have burning mouth syndrome. My anxiety is through the roof as I feel so anxious all the time. I suffer from my blurry vision as well. I have always been a very healthy person prior to getting implants and I feel as if my body can't fight anything off. I plan to explant as soon as possible. FDA safety report ID# (B)(4).